Manufacturer narrative:
The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Not available.

Event description:
It was reported by the attorney, through the filing of a lawsuit, that the plaintiff underwent a left total hip arthroplasty on (B)(6) 2009 where she was implanted with a stryker hip system. It is further alleged that diagnostic workup revealed excessive levels of chromium and cobalt in her blood. As a result, the plaintiff's left hip was then revised on (B)(6)2016.

Manufacturer narrative:
Additional info: tab d, tab g and tab h. Device information. An event regarding abnormal ion levels involving a metal head was reported. The event was not confirmed. Method & results: -product evaluation and results: visual, dimensional, functional inspection, and material analysis were not performed as the item was not returned. -clinician review: not performed as no medical records were made available for review. -product history review: review of the product history records indicates devices were manufactured and accepted into final stock with no reported discrepancies. -complaint history review: there have been no other events for this lot. Conclusions: the event could not be confirmed nor the root cause determined because the devices were not returned for evaluation and insufficient medical information was provided. If the devices and/or additional information are received, this investigation will be reopened and re-evaluated.

Event description:
It was reported by the attorney, through the filing of a lawsuit, that the plaintiff underwent a left total hip arthroplasty on (B)(6) 2009 where she was implanted with a stryker hip system. It is further alleged that diagnostic workup revealed excessive levels of chromium and cobalt in her blood. As a result, the plaintiff's left hip was then revised on (B)(6) 2016.